Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+0.5/034 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault and elevated iop. The cause of the event is reported as unknown. Reportedly there was no reduction of iop under oral medication by glaupax. The problem was resolved after explant. See MFR rep# 2023826-2021-04063 for replacement lens.

Manufacturer narrative:
H3: device evaluaton - lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. Claim# (B)(4).